Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 20-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient came in for an end of service (eos) replacement of their ins. During the procedure, the physician wiped off the leads and inserted them into the header of the new ins battery. The rep checked the connectivity of the contacts and it read that there were two on the 0-7 lead with red do not use status indicating impedance greater than 40000 ohms. The rep asked the physician to wipe them off and check again. He did so and during the connectivity check it still showed the 0 electrode as having the red status. The physician took the lead out again and noticed some brown discoloration around it. He wiped it off again and reinserted. It still showed the red status on that one contact. As the contact was not used in programming, the physician decided to proceed with the implant of the device. No surgical intervention was planned as of (B)(6) 2020. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2020. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the they were unsure if impedance remained out of range after the procedure. They did bring the patient back a few weeks prior to (B)(6) 2020 as he lost capture, and a registered nurse changed the programming with good effect. It was noted that this information was confirmed with the physician/account.